Event description:
It was reported to vyaire medical problem with 3100a circuit where white substance that they might think be from xopenex treatment. Furthermore, there was no information regarding harm reported. Patient was manually ventilated and the circuit was changed, tested, and placed back on the patient.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, customer was informed that vyaire medical have observed this kind of crystallization with normal saline from suctioning a patient creating crystals in circuit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned.